Event description:
This lead was implanted on (B)(6) 2009 and explanted on (B)(6) 2014 due to twiddler's syndrome, dislodgement and oversensing. The physician was (B)(6) at (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).